Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their spinal cord stimulator stopped working to treat their pain symptoms sometime in 2013. Patient stated that there was nothing defective with the unit itself, but their brain figured it out that the stimulator was not working. Patient said that their doctor described it as the way the spinal cord stimulation kind of sends messages to the brain about pain and the doctor said the patients brain figured it out, so it did not block pain. Patient mentioned that the leads were removed, but there was a wire that the doctor could not remove and did not want to cut or do an incision into it because it would not come out. Agent documented information given on the call. Patient asked if there is a form their doctor can sign off on for MRI. Agent provided serial and model number of ins for pt agent called prs to update patients leads and ins were removed. Patient stated they were removed on (B)(6) 2013, however one wire remains implanted.